Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the pump kept stating occlusion in the tubing line could not be verified due to the product not being returned for failure investigation. A device history record review for model 24301-0007t lot number 20116927 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 4th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20116927 regarding item #24301-0007t a complaint history check was performed and this is the 4th related complaint reported with the defect/condition of under infusion with lot #20116927 regarding item #24301-0007t.

Event description:
It was reported that as lvp ss bag 20d low sorb ss tex 0.2m had flow issues. The following information was provided by the initial reporter: material #: 24301-0007t batch/lot #: 20116927. It was reported that the pump kept stating occlusion in the tubing line. Verbatim: we came across an issue on a tubing set. The patient was receiving 1050 mg of erbitux, which was 525 ml over 60 minutes. The IV bag was infusing successfully with no issues until it came down to 20cc. The infusion was stopped by the alaris pump and read that there was an occlusion in the tubing. The nurse inspected the tubing and the IV bag and did not witness any occlusion. The clamps were released and the infusion was dripping very slowly. The nurses attempted to infuse a separate new IV bag and the infusion was flowing through with no issues. Therefore, there were no issues with the alaris pump. The nurses had to continuously infuse the rest of the erbitux by pressing the infuse button over and over again. The pump kept stating an occlusion in the tubing line. The last few cc's of the infusion took a longer time to infuse than expected. Therefore, the tubing is suspected to be faulty.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp ss bag 20d low sorb ss tex 0.2m had flow issues. The following information was provided by the initial reporter: material #: 24301-0007t. Batch/lot #: 20116927. It was reported that the pump kept stating occlusion in the tubing line. Verbatim: we came across an issue on a tubing set. The patient was receiving 1050 mg of erbitux, which was 525 ml over 60 minutes. The IV bag was infusing successfully with no issues until it came down to 20cc. The infusion was stopped by the alaris pump and read that there was an occlusion in the tubing. The nurse inspected the tubing and the IV bag and did not witness any occlusion. The clamps were released and the infusion was dripping very slowly. The nurses attempted to infuse a separate new IV bag and the infusion was flowing through with no issues. Therefore, there were no issues with the alaris pump. The nurses had to continuously infuse the rest of the erbitux by pressing the infuse button over and over again. The pump kept stating an occlusion in the tubing line. The last few cc's of the infusion took a longer time to infuse than expected. Therefore, the tubing is suspected to be faulty.